Event description:
The customer reported the system displayed an error code message. No reports of pt or staff injury.

Manufacturer narrative:
The meaning of the error was explained to the customer. Waiting on customer approval for repairs. This incident may have resulted in a possible accidental radiation occurrence.